Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that vitrectomy probe was not cutting during vitrectomy surgery. The surgery was successfully completed on same day by changing another vitrectomy. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes without tip protector in a tray were received. The sample was not within the reported pak lot number reported based on radio frequency identification tag identification; therefore, no sample evaluation was performed. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. Needle was bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at area that was bent, bend area, cutting edge and several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation confirms that sample 2 probe had a cut failure and the reported lot was not received for sample 1. The root cause for the poor cutting of sample 2 is the observed gouge marks on the cutting edge, bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time as the observed cut failure, bent needle and bent inner cutter on sample 2 were due to excessive use of the probe by the user and the returned sample 1 lot number was not within the reported pak lot number based on radio frequency identification tag identification. Per the dfu (direction for use), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.